Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges after cold insulin had been used. There was no impact to the customer's blood glucose level

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.